Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist verified the customer had facility admin privileges, checked the cycle count screen and identified the item assigned to bins 02-02 and 02-04, reviewed the cubie admin screen and confirmed the item was loaded across multiple positions in drawer 2, analyzed medbank myqlink (mql) transactions and released cubies from positions 1, 2, 4, 5, and 6 in the cubie admin screen, then reinserted and restocked them correctly, observed successful cycle count completion with no issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user was unable to issue chlordiazepoxide 25 mg capsules. During cycle counting, 4 out of 7 cubies were reported missing, and the quantity on hand (qoh) in the accessible bins was 0. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.